Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station is not displayed on health sight viewer. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station was not displayed on health sight viewer (hsv). The technical support specialist (tss) had accessed the finfusion station and its server to verify connectivity and confirmed that there were no issues with uploads or downloads at the time and found the station communication seems to be normal. The tss had made multiple follow-ups to obtain an update, but there had been no response from the customer's end and tss had updated the case for closure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station is not displayed on health sight viewer. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.